Event description:
The customer reported elevated cortisol results, for multiple pts, involving unicel dxi 800 access immunoassay system. This is report number two of two. Sample dilutions also produced elevated results. Subsequent testing on another unicel dxi 800 system produced results within a different clinical range. The elevated results were not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. Beckman coulter customer technical support performed troubleshooting with the customer.

Manufacturer narrative:
There is no indication service was dispatched for this event. During troubleshooting, it was discovered that the customer had used the reagent pack that was loaded on another system. The customer acknowledged reagent packs should not be shared between systems and will f/u with the staff. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-05197.